Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection of the full lead revealed blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported during the implant procedure that there were positioning/fixing difficulties with the lead. The lead was not implanted. No patient complications have been reported as a result of this event.